Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have to get a crown placed on #12 and they have a small chip on their front tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.